Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, a broken shell, and red particles in the gel. A visual and microscopic analysis were performed which identified a striated opening, a break on the anterior side, non-penetrating nicks, and fold creases. Based on the device analysis, the final assessment is a striated opening and a break on the anterior side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare provider reported right side "rupture." Device has been explanted.